Event description:
It was reported that the patient received a blood glucose result of "hi" mg/dl (greater than 600 mg/dl) on(B)(6) 2022 around 9 a.m. Or 10 a.m. The patient did not experience any symptoms with the blood glucose result. The patient took his medications metformin 1000mg and empagliflozin 25mg as normal after the blood glucose result. The patient's wife transported him to the hospital on (B)(6) 2022. The patient attempted to use the blood glucose monitor a couple of times on the day of the event before the patient went to the hospital. The blood application was not detected on the device, so the patient was unable to get a blood glucose result prior to the hospitalization. The patient's blood glucose result was 441 mg/dl on the hospital's meter around 5:00 p.m. The patient was treated with insulin via syringe. The patient was hospitalized for a week and his blood glucose level was in the low 200's mg/dl upon his release.